Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause was not determined, and that it remained an unfortunate mystery. Patient got a tingling all over their body which they said wasn't possible but it was very real and did not stop when the unit was turned off. Patient stated they had to remove it, and now 90% of the tingling has stopped. It was incredible disappointment and there was no other option other than to remove it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient reported it had been working well especially at night but they did not think it was doing as well during the day. Patient increased amplitude from 0.9 to 1.0 but felt it was too much stimulation so went back down to 0.9 but it still felt too strong. Patient went to 0.8 and it still felt too strong, and patient ended up getting up 4 times at night so 0.8 was not strong enough to be therapeutically effective. Patient still feels discomfort from the stimulation and it is almost like a sexual arousal type of discomfort. The patient reported no falls or traumas and has been incredibly careful with activity level and barely left the house. Recommended the patient decrease amplitude to a comfortable level or turn therapy off until the patient can follow up with managing physician. Patient will decrease amplitude and contact their doctor. No further complications were reported at this time. Additional information was received from the manufacturer representative (rep). They called to report the ins has been programmed to 0ma and off since the issue occurred, but the patient is still feeling all the same symptoms with extremity stimulation in arms and sexual stimulation. Rep said the patient saw a healthcare provider (hcp) and they were unable to determine the cause of the issue. Rep said the the patient reports the symptoms have decreased over time. No further complications were reported.